Manufacturer narrative:
Updated data: b5. D4. H4. Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a post-implant dilation was not performed prior to valve dislodgement. The deployment starting point was at the bottom of the pigtail catheter, but after further review it appeared that the pigtail catheter may have been above the annulus of the non-coronary cusp (ncc). Prior to valve dislodgement and after valve dislodgement, the valve was above the annulus. It was further reported that a medtronic guidewire was used during the procedure. Per the physician, the inflow of the dislodged valve may have caused the aortic dissection in the ascending aorta when the second valve was attempted to pass through it. Per the physician, the dcs, sheath, and guidewire did not contribute to the dissection. Additionally, the severity of the aortic regurgitation was moderate.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves. Product ID: evfxplus-26 ((B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the transcatheter aortic valve evfxplus-26, unsuccessful attempts were made to advance two different non-medtronic valves through the introducer sheath at the left subclavian access site. The valves were unable to advance past the sheath. Subsequently, a 26mm evolut fx+ valve was inserted into the patient via the left subclavian access site. Following deployment, the valve dislodged in the aortic direction. Upon further inspection, it was found that the valve was deployed above the annulus on the left coronary cusp. Aortic regurgitation and a possible coronary artery occlusion were noted. The first valve was snared above the sinotubular junction and held in place while the implanting physician attempted to deliver another 26mm evolut fx+, which did not pass through the dislodged valve. The second valve was withdrawn from the patient. A 23 mm non-medtronic valve was successfully implanted in the patient. A dissection in the ascending aorta was revealed by the final angiogram. The depth of implant was identified as a contributing factor to the event.